Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 02-may-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 160, 65 and 124 mg/dl; customer did not disclose if they were fasting or non-fasting results. The customer¿s expected am fasting blood glucose test result range is 100-120 mg/dl and expected pre-lunch and dinner fasting blood glucose test result range is 110-130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 04/25/2025 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 123 mg/dl date: 4/19 time: 12:56pm fasting before lunch result 2: 131 mg/dl date: 4/19 time: 9:21am fasting result 3: 133 mg/dl date: 4/19 time: 9:23am fasting result 4: 137 mg/dl date: 4/18 time: 2:52pm fasting before lunch result 5: 138 mg/dl date: 4/18 time: 2:51pm fasting before lunch result 6: 124 mg/dl date: 4/18 time: 1:19pm unknown